Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
Brown stains were found on tray liner and instrument. Implants had been placed on the liner for procedure at time of discovery of the foreign material. Procedure was initially delayed an hour and half as a result, then rescheduled. The back table was considered sterility compromised upon discovery of the stains. Implants were scrubbed and resterilized for the next case. Patient was under anesthesia at the time of discovery, there were no other known patient affects per complaint reporter.

Manufacturer narrative:
The assessment of the device history record cannot be conducted due to the absence of the lot number and sample. As mentioned in the description, the stains emerged following the sterilization of the instruments. Factors that need to be taken into account include the sterilization methods and the chemicals or substances utilized during the process. Given that absorption is a significant characteristic, the fabric can become embedded with various substances; and depending on factors such as temperature, chemical interactions, and stain pigmentation, the appearance of stains may differ. Occasionally, brown staining of tray liner fabric has been noted following steam sterilization. Analytical testing was deemed the most suitable approach to assess the stains. In previous complaint instances, some samples were dispatched to an independent laboratory for analysis. The compositional components of halyard* tray liners include carbon and oxygen. The analysis of the brown stains revealed the presence of eleven naturally occurring elements. An internal review of chemical hazards was performed on each element by o&m halyard product safety, which concluded that there were no safety issues. No definitive root cause has been identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.